Manufacturer narrative:
The reported device was returned for testing. Visual inspection confirmed the reported issue, the introducer appeared wrinkled, damaged, and unsnapped from the device. Tissue acquisition testing was performed with a new introducer and the device worked as intended with no introducer damage during the procedure.

Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Event description:
It was reported that during a biopsy procedure, a sample wasn't able to be collected and the needle was stuck in the patient breast. When the needle was removed from the breast it was noted that the sheath was completely wrinkled. The patient had pain while removing the needle, no injury reported.